Manufacturer narrative:
(B)(4). A portion of a separated catheter was returned. The catheter shaft was separated approximately 9.5 cm from the base of the trap door fitting. The distal segment was not returned. The area around the fracture was discolored, likely due to the duration of the implant. However, when additional information as to the duration of the implant was requested, no information was received. The separated area of the catheter shaft was jagged, resembling a fracture due to excessive tensile force. Quality control (qc) confirms the correct type and size of catheter tubing and that the overall surface is free of excessive dents, bumps, and debris. Each device is shipped with instructions for use (IFU) that describes the proper catheter placement, usage, and maintenance techniques, as well as appropriate warnings and precautions. The patient guide includes sections on proper usage, maintenance and troubleshooting. Due to the condition of the returned device and event description that the patient was playing sports when the catheter broke, it is likely the catheter shaft was exposed to forces beyond its design. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment (qera) no risk mitigating action is necessary at this time.

Event description:
The patient declares lost the device while making sport saying the device was cut in front of the spiral part. It was compulsory to replace a new device. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.